Manufacturer narrative:
This is a final report. The complaint investigation revealed that there were two defective electronic components (u14, u15) on the illumination controller board of the affected m530 ohx system. The electronic components u14 and u15 control the stepper motor for positioning the light intensity wheel. Due to the defect the components u14 and u15 intermittently provided incorrect pulses to the stepper motor. Subsequently the stepper motor made strange noises and the light intensity wheel intermittently was set into an incorrect position which resulted in the reported malfunction of the fl400. Based on the review of the complaint statistic with no (0) similar or identical complaint the issue can be considered an isolated, random component failure without any design or manufacturing issue. There is no indication of an adverse trend. The illumination controller board was replaced.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that the fl400 functionality on a m530 ohx did not work during surgery. The issue was corrected by restarting the system several times and the surgery was completed with the same device. There was no patient injury.